Event description:
The end-user was using an electrotherapy device, per his doctor's orders. He had two electrodes on his lower back, 2-3" apart, and 2 electrodes where his neck meets his shoulders, also 2-3" apart, per his statement; the electrodes were brand new out of package. He states he was finishing up his therapy, and was turning the intensity down - went the intensity went from 1 to 0, the device sent out a huge surge of intensity and shocked him. The end-user saw his (workman's comp) doctor a day or two later, and the doctor confirmed he was ok. The device involved with this event was returned to compass health brands and evaluated on 3/15/2017 - the customer's complaint could not be duplicated, as the returned device tested within manufacturer specifications.